Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A medical doctor reported that a patient presented with pain in the left eye one day post photorefractive keratectomy (prk). The patient was noted to have inflammation and diffuse 2+ white blood cells noted in the cornea. The patient was prescribed an oral steroid and the cornea was irrigated and a bandage contact was placed on the eye. Additional information requested.

Manufacturer narrative:
A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior the day of the treatment. The root cause could not be determined conclusively. (B)(4).

Event description:
Additional information states that the patient was seen in follow up and it was noted that there was a slight haze in the left eye. The patient was prescribed a topical anti-inflammatory eye drop to be used twice a day. The patient was scheduled for an additional follow up but did not come to the visit.